Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to worn pins on the test port receptacle. The test receptacle pins were replaced to remedy the report. The device was recertified and returned to the customer. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Impacts only the self-test. Device would be capable of delivering therapy clinically. Analysis of reports of this type has not identified an increase in trend.